Event description:
A customer contacted beckman coulter inc. (Bci) to report the wash concentrate bottle leaked on the synchron cx9 alx instrument. No injury was reported with this event.

Manufacturer narrative:
Bci sent the customer a reagent replacement.